Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional on 01-mar-2016 and it was reported that the issue was a catheter fracture in the soft tissue. No anchor had been installed by the original implanting surgeon. Interrogation suggested a catheter problem. The patient symptom related to the event was declining pain control.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. Seven months prior to report,the patient was in a car accident and the pump was replaced. The drug information, issue with the pump that resulted from the accident, and the symptoms that occurred were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.